Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 37 and 48 hours. When removed the patient noticed redness and a pus coming out from the site. The patient went to a doctor and received a prescription for penicillin.